Event description:
The device has been explanted.

Event description:
A patient reported they experienced the events of ¿rupture¿, ¿not only did they fail within 7 years but they are also linked to lymphoma¿ and ¿discovered I had textured implants this has caused me depression, anxiety and a lot of pain¿ the device has been explanted. This relates to the left device.

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
A patient reported they experienced the events of ¿rupture¿, ¿not only did they fail within 7 years but they are also linked to lymphoma¿ and ¿discovered I had textured implants this has caused me depression, anxiety and a lot of pain¿ the device remains implanted. This relates to the left device.